Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing. Boston scientific technical services (ts) was consulted to determine if the oversensing was relating to the patient's arrhythmia or noise. Ts reviewed and found oversensing of noise along with decreased r-wave amplitude and sudden loss of the cardiac signal leading to an inappropriate shock and an untreated episode. Ts discussed potential causes and suggested further troubleshooting along with an x-ray to assess the system. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.